Manufacturer narrative:
Unit had unresponsive up buttons due to due to corroded keypad traces. No moisture damage on electronic, motor, vibrator and battery tube assembly during visual inspection. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump was submerged in the swimming pool and the keypad buttons and up arrow button is not responsive. Customer also received a battery out alarm. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for fluid in pump but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.